Event description:
During preparation for use for cardiopulmonary bypass, the centrifugal pump flow sensor displayed erratic flow values. The sensor was replaced and the procedure was concluded without incident. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded. (A replacement was provided.)